Event description:
In early 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had a battery indicator issue. The pt indicated that the alleged meter issue started two days prior, at an unspecified time. As a result of the alleged meter issue, the pt took a decreased dose of janumet. The pt claimed that a "few hours" after the alleged meter issue began, she developed symptoms of blurred vision. The pt's blood glucose was not tested on another device during the time of concern. It would have been helpful to know the following info: the pt's testing frequency, her medication and diabetes mgmt regimens, what time the alleged meter issue began, what time the pt took the decreased dose of janumet, and what time the symptoms started. In addition, it would have been helpful to know what actions the pt took before and after the symptoms developed, what her last blood glucose reading was before the issue began, and what actions the pt would have taken if she were able to test and has gotten a relatively elevated meter result. The pt alleged a battery indicator issue, but admitted that she had not replaced the meter's battery according to the owner's manual. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury after the alleged meter issue began. It is not clear as to how many hours after the alleged meter issue began that she developed the symptoms of blurred vision.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.